Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens had tear which was noticed after insertion. The lens was removed and implanted the new lens during the initial procedure. Additional information has been received that there was no patient harm.